Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump did not give a dislodged error during testing. There was no patient involvement reported. The customer further stated that the pump failed to alarm after set was removed while running. The customer tried multiple sets, but the unit never alarmed.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump failed to alarm after set was removed while running.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.